Manufacturer narrative:
If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation, air bubbles were observed entering through the hemostatic valve. The sheath was replaced and procedure was completed with another faradrive device. No patient complications occurred.